Event description:
It was reported an angio-seal device was deployed following a percutaneous coronary intervention procedure. Bleeding was noted immediately and manual pressure was applied to achieve hemostasis. Upon removal of the procedure drapes, the pt'r right leg was observed to be discolored. Pulses were palpable on one occasion, then found only by doppler. An ultrasound study cnofirmed blood flow. The following day, the pt experienced extreme pain while ambulating. An angiogram revealed an occlusion at the groin site and the pt was transferred to surgery where an embolectomy and patch repair were performed. The angio-seal device was removed and sent to pathology.